Event description:
The customer reported that the central nurse's station (cns) screen is frozen and they can't get the mouse or touch to work. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen is frozen and they can't get the mouse or touch to work. Technical support (ts) asked the customer to press on the power button and hold on it until the screen turned black. Ts then asked the customer to press the power button once. The cns started up again and they were able to use the touchscreen and mouse and the display was no longer frozen. The customer later called again with the same issue. Ts informed the customer that the unit needs to be sent in to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) screen is frozen and they can't get the mouse or touch to work. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen is frozen and they can't get the mouse or touch to work. Technical support (ts) asked the customer to press on the power button and hold on it until the screen turned black. Ts then asked the customer to press the power button once. The cns started up again and they were able to use the touchscreen and mouse and the display was no longer frozen. The customer later called again with the same issue. Ts informed the customer that the unit needs to be sent in to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) was frozen, and they couldn't get the mouse or touch function to work. Technical support (ts) had the customer power cycle the monitor, but the issue later returned. The customer sent the device in for repair. No patient harm was reported. Investigation summary: the issue of the frozen cns screen was duplicated along with findings of physical damage to the hard drives and the bottom case. The hard dives were replaced to resolve the issue. Hard drive failure is likely a result of hardware failure. The causes of hardware failure are discussed below. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, and inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to the have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check the hard drive status once usage has reached 20,000 hours. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components.

Event description:
The customer reported that the screen on the central nurse's station (cns) was frozen, and they couldn't get the mouse or touch function to work. There was no patient injury reported.